Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and replaced the battery and main board

Event description:
The customer reported that the ltv1150 has missing pixels on its display. At this time, there is no information regarding patient involvement associated with the reported event.